Event description:
Dr. Was doing an angiogram with an intervention to the left lower extremity. At the end of the case, dr. Was doing a sheath exchange to remove the 5fr 90 cm raabe sheath. As the sheath was being removed, it began to fracture and peel apart. Dr. Pulled out the sheath under fluro. After it was out, it was noted that there was still part of the sheath in the body. Multiple attempts were made to remove the remaining part of the sheath. The remaining part was snared and removed. The patient was transferred over to the recovery area in stable condition. Patient was discharged home in stable condition with no hematoma or swelling.